Manufacturer narrative:
The patient's physician confirmed that the revision surgery was performed due to the distal tubing having pulled out of the abdomen. The physician also reported that this was not a device problem. The product was unavailable for return as it remains implanted. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was found.

Event description:
It was reported to medtronic neurosurgery by the patient that he had a ventriculoperitoneal shunt in his head. According to the report, doctor had to perform a secondary procedure due to fluid leaking out of the incision. The patient stated that he is currently okay.